Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. The customer's blood glucose level was not impacted. In addition, the customer reported that the pump fill estimate was noted to be inaccurate. Reportedly, the customer was loading the pump with cold insulin. The customer was advised to only load insulin that is at room temperature. It was indicated that the customer would continue to use the pump until the replacement arrives.